Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 19-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6) female patient who had essure (batch no. D60154) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion intervention required), fibromyalgia ("fibromyalgia-like pain"), tendonitis ("recurrent tendinitis"), myalgia ("muscle pain"), arthralgia ("joint pain"), burnout syndrome ("burn out"), dry eye ("dry eyes") and fatigue ("severe fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the back pain, tendonitis, myalgia, arthralgia, burnout syndrome and dry eye outcome was unknown and the fibromyalgia and fatigue had not resolved. The reporter provided no causality assessment for arthralgia, back pain, burnout syndrome, dry eye, fatigue, fibromyalgia, myalgia and tendonitis with essure. The reporter commented: occurrence period: 2016 to 2022. Current state of the patient: fibromyalgia, severe fatigue, and psychiatric follow-up. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion intervention required), fibromyalgia ("fibromyalgia-like pain"), tendonitis ("recurrent tendinitis"), myalgia ("muscle pain"), arthralgia ("joint pain"), burnout syndrome ("burn out"), dry eye ("dry eyes") and fatigue ("severe fatigue"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. At the time of the report, the back pain, tendonitis, myalgia, arthralgia, burnout syndrome and dry eye outcome was unknown and the fibromyalgia and fatigue had not resolved. The reporter provided no causality assessment for arthralgia, back pain, burnout syndrome, dry eye, fatigue, fibromyalgia, myalgia and tendonitis with essure. The reporter commented: occurrence period: 2016 to 2022. Current state of the patient: fibromyalgia, severe fatigue, and psychiatric follow-up. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-jan-2022: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.